Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient's sensor migrated on day of implant. Fluoroscopic imaging revealed the sensor had moved from its original location (left pulmonary artery) to the main body of the pulmonary artery (near pulmonary valve). The patient is able to take readings but the waveforms are difficult to interpret. In the meantime, the patient will be monitored.